Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant, the patient developed an infection at the implantable neurostimulator device pocket. The physician prescribed antibiotic therapy. No additional symptoms or further information was reported. A follow up report will be sent if additional information is received.